Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant products: catalog #: 423937, ultra-drive iii footswitch, lot # f1280; catalog #: 423936, ultra-drive iii handpiece, lot # 42257; catalog #: 423936, ultra-drive iii handpiece, lot # 42256; catalog #: 423937, ultra-drive iii footswitch, lot # f1202; catalog #: 423936, ultra-drive iii handpiece, lot # 42255; catalog #: 423936, ultra-drive iii handpiece, lot # 42254. Device was evaluated by supplier, and evaluation results forwarded to zimmer biomet. The console was received and forwarded to the supplier for evaluation. Based on the supplier evaluations, the complaint of the malfunctioning unit is confirmed. During the supplier's evaluation, it was noted that there was one loose foot, a locker loose inside the case, the j3 ribbon cable was worn through the insulation into the wire, does not run, the solder joint at r303 degraded from overheating, and that the v4 processor failure caused the hand piece ground fault error. Also, the processor v4 on the main power pc board failed internally so the outputs were no longer correct. This device is used for treatment. Review of the manufacture and repair records indicate the product was conforming when it left zimmer biomet control and the consoles have not underwent previous repairs. It is noted in the evaluation that the console is 6 years old and this complaint is likely age and wear related. The console was repaired and tested, with no further issues identified.

Manufacturer narrative:
Current information is sufficient to permit a conclusion as to the case of the event. This report is for 1 of 2 devices that may have been involved in the event, as it is unknown which device was used (reference 1825034-2016-02687 & 1825034-2017-00161). Device forwarded to supplier for evaluation. This report is number 1 of 6 mdrs filed for the same patient (reference 0001825034-2016-02687/1825034-2017-00161/0001822565 - 2016 ¿ 04474/3007963827 - 2016 ¿ 00079/0002648920 - 2016 ¿ 03314/0001822565 - 2016 ¿ 04482).

Event description:
During a knee revision procedure, the handpieces of the cement removal system showed an error message. Flexible osteotomes were used to complete the procedure and there was a 45 minute delay.